Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 580 mg/dl. Troubleshooting found that the cannula is bent. The customer was advised on insertion techniques and site placement. Customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer declined high blood glucose troubleshooting.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.(B)(4).